Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The volume discrepancies started in (B)(6) 2017. The cause of the volume discrepancies was still undetermined. The physician did not refill the pump. The patient has been referred to the physician for a replacement pump. He was not scheduled yet. The patient was given oral baclofen and valium to help with pain and spasticity until the pump is replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient was indicated as having been admitted on (B)(6) 2017. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via saol. On (B)(6)2017, additional information was received from a physician. On (B)(6)2017, it was learned the patient's pump contained compounded baclofen 2000 ¿g/ml at 100 ¿g/dayand clonidine 600 ¿g/ml at 30 ¿g/day per continuous infusion, intrathecally via the pump, for an indication of spasticity due to paraplegia. The physician indicated that the event was not a medication issue. The patient was prescribed oral medication replacement of baclofen 20 mg qid (four times per day). The erv (expected residual volume) was 12.9 and the arv (actual residual volume) was 0.0. The patient was not hospitalized due to the events. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-oct-18. It was confirmed that there was a refill discrepancy of 12ml less than expected on two occasions. It was stated that the pump was over infusing, and the event started on (B)(6)2017. At the time of report, the baclofen dose was stated to be 99mcg/day, and the clonidine dose was stated to be 29mcg/day. The pump was replaced on (B)(6)2017 and the issue was considered resolved. There were no additional troubleshooting or diagnostics performed, and there were no environmental, external, or patient factors that were thought to have led to the issue. The patient's status was alive - no injury.

Manufacturer narrative:
Correction:(B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the pump was over-infusing during dispense accuracy testing in the lab, but could not determine the cause. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. The date of the event was unknown. It was reported a volume discrepancy occurred. The actual residual volume (arv) was less than the expected residual volume (erv). At the first instance the physician noted a volume discrepancy they were expecting 2 mls and got back none. The most recent volume discrepancy check was a result of the patient complaining of increase in spasticity and clonus. They were expecting 12 mls and got back none. The physician may consider replacing the pump but was not sure. The plan was to follow up with the hcp. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a company representative. Per the physician, a catheter dye study and rotor pump study were both done and showed the catheter and pump to be working as it should. The physician was going to ask the patient about any use of heat therapy. The patient was on oral baclofen at this time.